Event description:
A steris account manager was advised by (B) (6) that an employee experienced a burn on the back of her hand while removing an aspirator probe from a cup of steris 20 sterilant concentrate (s20). According to the hospital, the employee inserted the aspirator probe into the steris s20 sterilant cup, then immediately remove it. She wasn't wearing any ppe, and when she removed the aspirator probe, droplets of liquid, from inside the probe, fell onto the back of her hand. She rinsed her hand and consulted with a doctor. The doctor put a burn ointment on the blistered area, which was approximately the size of a quarter. The employee did not miss any work, and she did a follow up visit with her personal doctor. As of today, she is doing fine.

Manufacturer narrative:
According to (B) (6), the affected employee did not follow the proper steris 20 loading and safety instructions per steris written instructions and training. The user failed to follow steris's operator training instructions regarding the handling of s20 which specifically state that once you have punctured the sterilant container with the aspirator probe, the probe should not be removed. If the probe must be removed, the instructions provide that proper ppe should be worn. The root cause of this incident is the user's failure to follow steris instructions and training regarding the loading and handling of s20. A steris account manager will conduct an in-service visit with the hospital within the next week.